Event description:
It was reported that the shaver handpiece operates without the foot pedal being activated. There was no reported injury or delay related to this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem that the handpiece operates without activation of the foot pedal was confirmed. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.